Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed's long-term outcome and quality indicated impella registry and noted a patient experienced atrial fibrillation with rapid ventricular response. The relationship to impella cp device is listed as "possibly related." The patient would ultimately expire. The patient was alternated between normal sinus rhythm and atrial fibrillation during index stay prior to impella cp device procedure. In the afternoon, post impella cp device placement, the patient went into atrial fibrillation with ventricular rates of 110-130 beats per minute. The patient was cardioverted twice, amiodarone intravenous bolus was given and amiodarone drip was initiated. The patient remained in atrial fibrillation until death.